Event description:
Additional information received reported further event detail and patient status update. The already reported catheter dislodgement was confirmed with fluoroscopy on (B)(4) 2012 b prior to the surgical revision. When the catheter and pump revision were done, both pump and spinal catheter segments were replaced. The patient had a symptom of persistent hip pain despite increases in medication dosage. Following the reported event, the patient was doing well and receiving good pain control. The catheter and catheter components were discarded by the hospital staff, so will not be available for analysis. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731000001 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted:(B)(6) 2012; product type catheter. (B)(4). Analysis of the pump found a pump motor gear train anomaly with corrosion. The pump event logs indicated that the device system was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an elective replacement indicator and catheter dislodgement had occurred. The pump and the catheter were replaced. It was noted that the reason for pump removal was normal battery depletion, and there was no patient injury. The patient's status after device removal was reported as recovered without sequela.